Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign distributor. "The primary alarm of this avea does not work. The secondary alarm can be heard after the machines switched on. No alarm tone can be heard when the alarm tests are done. The resistance of the alarm speaker is 7 ohm."

Manufacturer narrative:
Neither the user facility nor the distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor.(B)(4). Based on the information provided by the foreign distributor, the carefusion technical support specialist determined that the most likely root cause in this reported event was a faulty gas delivery engine. A replacement gas delivery engine was sent to the foreign distributor on (B)(4) 2013 for them to repair the device and return it back to the user facility ready to be place back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of the date of this report the alleged faulty gas delivery engine return for evaluation, a follow-up medwatch report will be submitted once the evaluation is complete.